Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had blisters from the lifevest. The patient reported a blister on his left side of his back. The patient's physician advised to keep the device even with the indentations on the patient's skin. Follow-up indicated that the blister was healed.